Event description:
(B)(4). It is 10 : 27 and I'm tossing and turning, because if I lay on one side my pelvic bones hurts, so I'll turn on the other side same thing. It's a dull like pain and very irritating when you try to get some sleep. I'm praying I'll be e - free or e-hell because I been dealing with this pain for a long time. Please take it off the market it's putting us womens in more pain thank having a baby. So I think all this birthday control crap is a bunch of bs. Yes I am willing to keep having kids if I got to put of with stuff like this.